Event description:
(B)(4). I had essure placed in (B)(6) 2009. I begin having adverse effects in 2013. My symptoms were migraines, lower left abdominal pain including stabbing pains, metallic taste in mouth. I had essure removed (B)(6) 2013 by dr.(B)(6) due to the severe adverse effects . Since the removal of essure all of my symptoms have been relieved.